Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that the universal modular electric/battery single trigger handpiece stopped during surgery; the saw and drill stopped functioning properly. The device was restarting on its own without touching the trigger. There was no patient harm; however, there was a delay in surgery for approximately 15 minutes. The procedure was completed with an alternate device.